Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report rep all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The primary tubing set was to be used to deliver an unspecified volume of normal saline. The option-lok male adapter of the tubing set was connected to the pt's triple lumen catheter. At an unspecified time, the secure lock male adapter of a secondary tubing set was connected to an unspecified clave y-site on the primary tubing set to be used to deliver an unspecified volume of platelets. After the delivery of platelets was started, it was reported that no flow of solution was noted. It was reported that the solution container washing higher and no flow of solution continued. It was reported that the primary tubing set was disconnected from the pt's triple lumen catheter and connected to the pt's peripheral IV access site. No flow of solution was noted. It was reported the secondary tubing set was replaced with an unspecified blood tubing set. No flow of solution was noted. The primary tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.